Event description:
During product service by a service technician, a flo-gard infusion pump was found to have blown fuses. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. During visual inspection blown fuses were identified. To correct the condition, the fuses were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.